Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was above 500 mg/dl; pump supplies were chanced to address bg level and occlusion issue. Reportedly, customer reverted to manual injections for insulin therapy.